Manufacturer narrative:
(B)(4).

Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that the patient returned for a seven year follow-up ultrasound for a previous repair of a type iii fabric endoleak in the left limb. The ultrasound showed a type iii fabric endoleak in the right limb. The physician stated the cause of the endoleak is unknown. The patient will be monitored. No clinical sequelae were reported and the patient is fine.